Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where three devices were used. The regurgitation was reduced from torrential to mild. On post-operative day 2, there was an slda (single leaflet device attachment) of the third pascal and the regurgitation was increased to severe. On post-operative day 3, the patient was re-intervened with a pascal ace device in p-s position to stabilize the slda. The regurgitation was then reduced to moderate. As per medical opinion the root cause of the late slda is unknown. Overall, there was very good leaflet insertion in all three ace devices.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Per the information provided, leaflet insertion seemed good in all three devices implanted, and no issues were noted during the procedure. No further information was provided. Due to the limited details, the definitive root cause is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.